Event description:
It was reported that the patient was having a problem with her patient programmer (pp), but she did not have the pp with her for troubleshooting. She noticed 3 weeks ago when using the pp that she could not adjust stimulation. The patient wanted to get an appointment with a manufacturing representative (rep) at the healthcare provider (hcp) office. It was later reported that the implantable ne urostimulator (ins) stopped working about 3 weeks ago and the pp had not been working for 3 weeks either. The patient had not felt any stimulation for about 3 weeks. The patient then tried using her pp and it seemed to be working fine. She was on program 2 at 8.40 and she could see the lightning bolt. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2010-(B)(6), product type lead. Product ID ne u_ptm_prog, product type programmer, patient. (B)(4).